Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The stenosed lesion being treated was located in the non-calcified, non-tortuous mid right coronary artery (rca). The lesion was predilated (balloon size and manufacturer unknown). The 2.50x16 mm taxus express2 drug eluting stent was prepped as per dfu. It was introduced through a 6 fr wiseguide guide catheter. As it was advanced inside the guide catheter, resistance was felt and the stent was removed. Upon removal, the leading edge of the event appeared to be slightly flared out. The physician noted that it may have caught on the tuouy upon introducing the stent into the guide. The procedure was completed with another 2.50x16 mm taxus stent. No patient complications were reported. Patient status reported as "stable" .